Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male patient in cardiac arrest, after two successful charges and discharges, on the third attempt to charge the device displayed an unrecognized "charge error" message. Complainant indicated that the clinician re-started the device twice, then turned the device to manual mode to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was extensively tested and passed all testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.